Manufacturer narrative:
Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Product event summary: the shoulder pack (lot no. 1404955) was not returned for evaluation as it was discarded by the customer. A review of the manufacturing documentation was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Visual evidence provided by the site revealed a damaged side zipper on the shoulder pack. As a result, the reported event was confirmed. Applicable risk documentation and experience with events of similar circumstances were considered; possible causes of the reported event may be attributed, but not limited, to wear and/or the handling of the pack. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The manufacturer received product performance information from the site because the shoulder pack had unspecified zipper damage. Manufacturer's analysis subsequently revealed that the side zipper of the shoulder pack was damaged. No patient complications have been reported as a result of this event.